Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found one brake caster and three caster supports were damaged. The technician replaced the caster and the supports to repair the bed.